Manufacturer narrative:
The event occurred on an unspecified date, "in the past week". Lot #: lot is suspect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free IV connector would not flow. This was identified during patient use. The nurse attempted to flush the line and was met with resistance. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.